Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 42, 241, and 44 mg/dl. Tests were done within 10 minutes. Pt ate food and drank beverage following use of meter. No further info has been reported.